Event description:
A physician reported a pt who received her third treatment on 12/2/98 in the upper and lower vermilion borders. The treatment site immediately bruised and began swelling. The pt intermittently applied heat for bruising and then ice for swelling. The area of bruising was at the right upper vermilion border, between the vermilion and extending upward to the nose. On 12/7/98, the pt reported that the swelling had lessened, but noted the area was very painful and remained bruised. The pt also noted that the "inside of the lip was very raw, but was healing". The original tingling at the treatment site had resolved. The physician believed infection was present; intramuscular ancef was administered twice a day on 7, 8 and 9 dec 1998. Oral keflex and topial aquafilm ointment were also prescribed, beginning on 12/7/98. As of 12/15/98 the pt reported the symptoms were much improved and almost resolved with the symptomatic area slightly pink and very tender; the pt denied any "throbbing or loss of sensation". The vermilion border area was described as dry and flaky with slight discoloration. The physician's diagnosis was a possible vascular compromise with secondary infection.